Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: (B)(6) - vista nova study, patient site ID: (B)(6). It was reported that on (B)(6) 2025, a 25mm navitor vision valve was successfully implanted in patient. On (B)(6) 2025, at 09:45, the patient was noted to be febrile with a temperature of 38.2°c but remained hemodynamically stable. A chest x-ray (cxr) showed no abnormality detected (nad). Urine microscopy, culture, and sensitivity (mc+s) also returned with no abnormal findings. A respiratory polymerase chain reaction (pcr) test did not detect any pathogens. However, c-reactive protein (crp) was elevated at 18.3 mg/l, indicating a possible inflammatory or infectious process. Blood culture results were pending at the time of documentation. There patient was hospitalized and started on panadol. No additional information was provided.

Event description:
N/a.

Manufacturer narrative:
An event of fever was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported fever could not be conclusively determined. The reported unexpected medical intervention and hospitalization were results of case-specific circumstances as the patient was hospitalized and medication was administered. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.